Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
A return reques was made for the device. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon return the device was tested in our post market quality assurance laboratory. The allegation of high pacing impedances could not be confirmed through analysis as normal measurements were observed throughout testing. The device met specification through analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms impedances on this left ventricular lead. The device was explanted for normal battery depletion and the lead was surgically abandoned. No adverse patient effects were reported.

Event description:
--